Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was detected in the helium line. The iab was removed. There was no patient harm or adverse even reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was detected in the helium line. The console did not generate an alarm nor did blood enter the console. The iab was removed and a new iab was not inserted. There was no patient harm or adverse even reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal and measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).